Event description:
It was observed during the device evaluation that the subject device presented no image output and a broken cable. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.